Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. Identification of issue has been done by analyzing problem description, service report, photos and device's logs. Based on the information collected to date, the provided problem description and the technician inspection of provided unit, it has been clarified that the humidity marks could be seen inside the ventilator, on printed circuit board. Based on technician statement, liquid ingress was detected inside the unit and damaged air gas module. The issue could be confirmed by provided photos. The liquid was also visible on pneumatic back-plane. The issue has been solved by replacing air gas module. The issue was decided to be reported as ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. Furthermore, technical error code indicating that safety valve is open could be confirmed during device logs evaluation. The occurrence of the above mentioned technical errors may lead to stop of ventilation. There was no patient involvement. According to provided information, distilled water was poured into the device during cleaning. It has been concluded that the most probable root cause was operational context. The correction of field h8 usage of the device was required. This is based on the internal evaluation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).